Event description:
N/a.

Manufacturer narrative:
The rod was returned for visual and functional testing. The x-ray images provided by the patient confirmed that the rod was broken. Functional testing and x-ray imaging were not performed due to the condition of the rod. The root cause of the reported event could not be confirmed. The device history review (DHR) was reviewed and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment. Complaint failure mode broken rod has no change orders (co) or capas.

Manufacturer narrative:
The device has not been returned for evaluation and the device lot number has not been made available. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure is planned to address a broken rod. No patient injury was reported and no additional information has been provided.